Event description:
It was reported during a bilateral bunionectomy, a 3.0 x 14 quick fix cannulated screw was used to fixate the osteotomy. The site was pre-drilled with a 2.5 cannulated drill along with the laser marked k-wire. On insertion into the patient`s right foot, the hallux bone fractured, screw was removed. The hallux was then repaired using a regular .045 k-wire.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. This type of event is typically caused by not inserting the implant co-axial to the pilot hole, prying/leveraging, the use of excessive force and/or improper bone prep. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.